Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose of 500mg/dl. The customer had symptoms treated with an injection. Customer indicated that their doctor has not been contacted and their blood glucose value was 129 mg/dl at the time of the call. Troubleshooting was performed and found that the customer has changed out the infusion set 3 times. Customer indicated that the drive support cap appears normal. Customer declined high blood glucose troubleshooting. No further troubleshooting was performed.

Manufacturer narrative:
The insulin pump was received with currents within specification. The insulin pump passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.